Event description:
Patient's ncp system was explanted due to infection. The patient was originally implanted in 1999 and had undergone generator replacement surgery for end of service in 2003. The patient developed an infection following generator replacement surgery.